Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the port of an intravia container was worn and detached from the bag. This event occurred during setup. When the needle was removed from the injection port, the port came out with the needle. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation with a spike attached to the injection site. Visual inspection revealed roughness in the injection site. The injection site came loose from the bag during testing. Leak testing was performed on the bag, and no leaks were observed. The reported condition was verified. The cause of the condition was not determined; however, this could be user error. The customer reported that the entire port came out with the needle; however, during sample evaluation it was noticed that the bag has a spike attached to the injection site; in this port a needle must be attached instead of spike; this could be the cause of this part came loose from the bag; since the spike must be attached to the membrane tube. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.